Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, an issue with one of the eyes on one of the surgeon side consoles (ssc) was noted. The technical support engineer (tse) was not able to find out which system or which eye was having an issue. The tse asked if there were any external cables plugged into the personality module surgeon console (pmsc) (i.e. Video out or video in), but the csr was unable to answer that question. The csr informed the tse that they tried power cycling multiple times and tried multiple scopes and the issue persisted. The site was using the other ssc to perform cases. The site was completing the procedure with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue was identified during the case, after the ports were placed. The tse was contacted, but the troubleshooting steps were not completed. The system functionality was checked upon powering on the system. The system initially powered on without errors. The surgeon was not able to see through hrsv at all..

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The fse replaced the monitor high-resolution stereo viewer (hrsv), generic power distributor (gpd) and personality module surgeon console (pmsc) as part of troubleshooting however the issue persisted. The fse switched the working right hrsv monitor with the left and installed the second new monitor on the right according to isi procedures. Upon turning on the system, both eyes worked. The system was tested and verified as ready for use. Isi received the two monitors involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed no image on the main board of the monitors. Root cause of this failure is attributed to component failure.